Event description:
The user facility reported that water was leaking from two of their amsco 600 sterilizers onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the units and found that the rubber seal surrounding the sight glass on both units required replacement. The technician replaced the seal and sight glass on both amsco 600 sterilizers. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.